Event description:
1 incident of "one week of use, the clamp can not close liquid". Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.